Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5037353) on 24-sep-2014. The most recent information was received on 02-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), the first episode of device dislocation ("unable to visualize or locate the essure device"), the second episode of device dislocation ("left essure micro-insert had eroded into the lining of her stomach/malposition of essure device location of device: essure device"), device expulsion ("fixated and adhesed to the left cornua of the uterus"), abdominal adhesions ("significant amount of scar tissue around the abdomen and ovaries / abdominal adhesions") and genital haemorrhage ("bleeding for weeks (on end heavily)") in a 22-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2013, multigravida and parity 5. Concurrent conditions included body mass index normal, smoker, latex allergy, asthma and arthritis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain in pelvic area/ severe pelvic pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient experienced headache ("headaches that won't go away") and migraine ("worsening of her migraine headaches"). On (B)(6) 2015, the patient experienced weight increased ("weight gain/ weight fluctuation"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), breast tenderness ("tenderness to breast"), somnolence ("sleepiness"), irritability ("irritable"), mood altered ("moody"), malaise ("get sick easily"), depressed mood ("feeling depressed a lot for no reason"), back pain ("lower back pain/ severe back pain"), coital bleeding ("bleeding during and after sex"), dyspareunia ("sharp pelvic pain during and after sex/ pain during intercourse"), dysmenorrhoea ("abnormally severe menstrual pain"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("severe, lower abdominal / severe abdominal cramping"), abdominal pain ("severe abdominal cramping"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight decreased ("weight gain/ loss") and fatigue ("tired all the time"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy and oophorectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy and oophorectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy and oophorectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy and oophorectomy) and surgery (lysed the abdominal adhesions and removed both ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, hot flush, headache, breast tenderness, somnolence, irritability, mood altered, malaise, depressed mood, coital bleeding, vaginal haemorrhage, weight decreased and fatigue outcome was unknown and the last episode of device dislocation, abdominal adhesions, pelvic pain, weight increased, back pain, dyspareunia, dysmenorrhoea, menorrhagia, dysgeusia, abdominal pain lower, abdominal pain, alopecia, vaginal discharge and migraine was resolving. The reporter provided no causality assessment for breast tenderness, coital bleeding, depressed mood, genital haemorrhage, headache, hot flush, irritability, malaise, mood altered and somnolence with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: since most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound scan vagina - in november 2014: unable to visualize or locate the essure device x-ray of pelvis and hip - in november 2014: unable to visualize or locate the essure device on (B)(6) 2014, diagnostic laparoscopy was done which revealed left essure micro-insert had eroded into the lining of her stomach. In oct-2016, second diagnostic laparoscopy was done which revealed significant amount of scar tissue around the abdomen and ovaries / abdominal adhesions. Concerning the injuries reported in this case, the following ones were reported via social media: tired all the time. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037353) on 24-sep-2014. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), the first episode of device dislocation ("unable to visualize or locate the essure device"), the second episode of device dislocation ("left essure micro-insert had eroded into the lining of her stomach/malposition of essure device location of device: essure device"), device expulsion ("fixated and adhered to the left cornua of the uterus"), abdominal adhesions ("significant amount of scar tissue around the abdomen and ovaries / abdominal adhesions") and genital haemorrhage ("bleeding for weeks (on end heavily)") in a 22-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2013, multigravida and parity 5. Concurrent conditions included body mass index normal, smoker, latex allergy, asthma and arthritis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain in pelvic area/ severe pelvic pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient experienced headache ("headaches that won't go away") and migraine ("worsening of her migraine headaches"). On (B)(6) 2015, the patient experienced weight increased ("weight gain/ weight fluctuation"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), breast tenderness ("tenderness to breast"), somnolence ("sleepiness"), irritability ("irritable"), mood altered ("moody"), malaise ("get sick easily"), depressed mood ("feeling depressed a lot for no reason"), back pain ("lower back pain/ severe back pain"), coital bleeding ("bleeding during and after sex"), dyspareunia ("sharp pelvic pain during and after sex/ pain during intercourse"), dysmenorrhoea ("abnormally severe menstrual pain"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("severe, lower abdominal / severe abdominal cramping"), abdominal pain ("severe abdominal cramping"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight decreased ("weight gain/ loss") and fatigue ("tired all the time"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy and oophorectomy) and surgery (lysed the abdominal adhesions and removed both ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, hot flush, headache, breast tenderness, somnolence, irritability, mood altered, malaise, depressed mood, coital bleeding, vaginal haemorrhage, weight decreased and fatigue outcome was unknown and the last episode of device dislocation, abdominal adhesions, pelvic pain, weight increased, back pain, dyspareunia, dysmenorrhoea, menorrhagia, dysgeusia, abdominal pain lower, abdominal pain, alopecia, vaginal discharge and migraine was resolving. The reporter provided no causality assessment for breast tenderness, coital bleeding, depressed mood, genital haemorrhage, headache, hot flush, irritability, malaise, mood altered and somnolence with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: since most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: unable to visualize or locate the essure device. X-ray of pelvis and hip - in (B)(6) 2014: unable to visualize or locate the essure device on (B)(6) 2014, diagnostic laparoscopy was done which revealed left essure micro-insert had eroded into the lining of her stomach. In (B)(6) 2016, second diagnostic laparoscopy was done which revealed significant amount of scar tissue around the abdomen and ovaries / abdominal adhesions. Concerning the injuries reported in this case, the following ones were reported via social media: tired all the time. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case. New event added- tired all the time. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("unable to visualize or locate the essure device"), embedded device ("left essure micro-insert had eroded into the lining of her stomach/malposition of essure device location of device: essure device"), device expulsion ("fixated and adhesed to the left cornua of the uterus"), abdominal adhesions ("significant amount of scar tissue around the abdomen and ovaries / abdominal adhesions") and genital haemorrhage ("bleeding for weeks (on end heavily)") in a 22-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2013 and multigravida. Concurrent conditions included body mass index normal, smoker, latex allergy, asthma and arthritis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain in pelvic area/ severe pelvic pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On 1-aug-2012, the patient experienced headache ("headaches that won't go away") and migraine ("worsening of her migraine headaches"). On (B)(6) 2015, the patient experienced weight increased ("weight gain/ weight fluctuation"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), breast tenderness ("tenderness to breast"), somnolence ("sleepiness"), irritability ("irritable"), mood altered ("moody"), malaise ("get sick easily"), depressed mood ("feeling depressed a lot for no reason"), back pain ("lower back pain/ severe back pain"), coital bleeding ("bleeding during and after sex"), dyspareunia ("sharp pelvic pain during and after sex/ pain during intercourse"), dysmenorrhoea ("abnormally severe menstrual pain"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("severe, lower abdominal / severe abdominal cramping"), abdominal pain ("severe abdominal cramping"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and weight decreased ("weight gain/ loss"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy and oophorectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy and oophorectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy and oophorectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy and oophorectomy) and surgery (lysed the abdominal adhesions and removed both ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, hot flush, headache, breast tenderness, somnolence, irritability, mood altered, malaise, depressed mood, coital bleeding, vaginal haemorrhage and weight decreased outcome was unknown and the device dislocation, embedded device, abdominal adhesions, pelvic pain, weight increased, back pain, dyspareunia, dysmenorrhoea, menorrhagia, dysgeusia, abdominal pain lower, abdominal pain, alopecia, vaginal discharge and migraine was resolving. The reporter provided no causality assessment for breast tenderness, coital bleeding, depressed mood, genital haemorrhage, headache, hot flush, irritability, malaise, mood altered and somnolence with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: since most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound scan vagina - in november 2014: unable to visualize or locate the essure device x-ray of pelvis and hip - in november 2014: unable to visualize or locate the essure device on (B)(6) 2014, diagnostic laparoscopy was done which revealed left essure micro-insert had eroded into the lining of her stomach. In (B)(6) 2016, second diagnostic laparoscopy was done which revealed significant amount of scar tissue around the abdomen and ovaries / abdominal adhesions. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter, historical condition, essure lot number 901331 and events ( abnormal vaginal bleeding, fixated and adhesed to the left cornua of the uterus, perforation (fallopian tube) and weight loss were added. On (B)(6) 2018: processed with fu6 incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unable to visualize or locate the essure device/ left essure micro-insert had eroded into the lining of her stomach"), gastrointestinal injury ("left essure micro-insert had eroded into the lining of her stomach") and genital haemorrhage ("bleeding for weeks (on end heavily)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury(seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain in pelvic area/ severe pelvic pain"), hot flush ("hot flashes"), headache ("headaches that won't go away"), weight increased ("weight gain/ weight fluctuation"), breast tenderness ("tenderness to breast"), somnolence ("sleepiness"), irritability ("irritable"), mood altered ("moody"), malaise ("get sick easily"), depressed mood ("feeling depressed a lot for no reason"), back pain ("lower back pain/ severe back pain"), coital bleeding ("bleeding during and after sex"), dyspareunia ("sharp pelvic pain during and after sex/ pain during intercourse"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menses"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and migraine ("worsening of her migraine headaches"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, weight increased, back pain, dysmenorrhoea, menorrhagia, dysgeusia, abdominal pain lower, abdominal pain, alopecia, vaginal discharge and migraine was resolving and the genital haemorrhage, hot flush, headache, breast tenderness, somnolence, irritability, mood altered, malaise, depressed mood, coital bleeding and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter provided no causality assessment for breast tenderness, coital bleeding, depressed mood, genital haemorrhage, headache, hot flush, irritability, malaise, mood altered and somnolence with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: unable to visualize or locate the essure device x-ray of pelvis and hip - in (B)(6) 2014: unable to visualize or locate the essure device on (B)(6) 2014, diagnostic laparoscopy was done which revealed left essure micro-insert had eroded into the lining of her stomach. In (B)(6) 2016, second diagnostic laparoscopy was done which revealed significant amount of scar tissue around the abdomen and ovaries / abdominal adhesions. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Reporter commented: since most recent surgery, her symptoms have mostly resolved, though some remain. Most recent follow-up information incorporated above includes: on 1-aug-2017: case classification updated to potentially legal and incident. New events added: unable to visualize or locate the essure® device, left essure micro-insert had eroded into the lining of her stomach, significant amount of scar tissue around the abdomen and ovaries / abdominal adhesions, abnormally severe menstrual pain, abnormally heavy menstrual bleeding / prolonged and abnormal menses, metallic taste in mouth, severe, lower abdominal / severe abdominal cramping, hair loss, vaginal discharge and worsening of her migraine headaches. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unable to visualize or locate the essure device"), embedded device ("left essure micro-insert had eroded into the lining of her stomach"), abdominal adhesions ("significant amount of scar tissue around the abdomen and ovaries / abdominal adhesions") and genital haemorrhage ("bleeding for weeks (on end heavily)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain in pelvic area/ severe pelvic pain"), hot flush ("hot flashes"), headache ("headaches that won't go away"), weight increased ("weight gain/ weight fluctuation"), breast tenderness ("tenderness to breast"), somnolence ("sleepiness"), irritability ("irritable"), mood altered ("moody"), malaise ("get sick easily"), depressed mood ("feeling depressed a lot for no reason"), back pain ("lower back pain/ severe back pain"), coital bleeding ("bleeding during and after sex"), dyspareunia ("sharp pelvic pain during and after sex/ pain during intercourse"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menses"), dysgeusia ("metallic taste in mouth"), abdominal pain lower ("severe, lower abdominal / severe abdominal cramping"), abdominal pain ("severe abdominal cramping"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and migraine ("worsening of her migraine headaches"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (lysed the abdominal adhesions and removed both ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, embedded device, abdominal adhesions, pelvic pain, weight increased, back pain, dyspareunia, dysmenorrhoea, menorrhagia, dysgeusia, abdominal pain lower, abdominal pain, alopecia, vaginal discharge and migraine was resolving and the genital haemorrhage, hot flush, headache, breast tenderness, somnolence, irritability, mood altered, malaise, depressed mood and coital bleeding outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter provided no causality assessment for breast tenderness, coital bleeding, depressed mood, genital haemorrhage, headache, hot flush, irritability, malaise, mood altered and somnolence with essure. The reporter commented: since most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: unable to visualize or locate the essure device x-ray of pelvis and hip - in (B)(6) 2014: unable to visualize or locate the essure device on (B)(6) 2014, diagnostic laparoscopy was done which revealed left essure micro-insert had eroded into the lining of her stomach. In (B)(6) 2016, second diagnostic laparoscopy was done which revealed significant amount of scar tissue around the abdomen and ovaries / abdominal adhesions. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(6) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 10-aug-2017: correction following company internal coding review. The event "left essure micro-insert had eroded into the lining of her stomach" was recoded to meddra llt embedded device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.